Manufacturer narrative:
D10 entered in error. Correction to: a1, b1, b5, b6, b7, d1, d2 (common device name), e1 (middle name, address ¿ line 1, address ¿ line 2, city, state), g3, g5 (PMA/510k), h1. Additional information: d2 (device product code), d4 (UDI number), d10, h6 (method, results and conclusion codes) . The part was returned to a satellite site; however, the decontamination form was not completed correctly. As such, the site was unable to return the device to the complaint handling team for evaluation and were only able to provide photos. The failure could not be confirmed through the images provided. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that during surgery, the distractor pin fractured and the tip remained implanted in the patient's spine. No further affects on surgery or the patient were reported. The reporter stated that the patient is in good condition.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Lot number of concerned device are not known. Attempts to obtain additional information have been made and no answer has been provided yet. So far, is not possible to perform the review of traceability and devices history records. Product was not returned yet, no evaluation could be performed. Investigation still in progress.

Event description:
Roi: caspar distractor broke and part remains inside patient. On july 23rd 2019 , ldr quality departement member received a phone call from vigilance referent of (B)(6). According to the information received: during a roi surgery, caspar distractor broke and its extremity remained implanted inside patient cervical c6. According to the reporter , the patient is in good condition. So far no informations were received about a remedial action from healthcare facility. Additional information was requested. Investigation ongoing.